Event description:
It was reported, the patient stopped maintaining her ipg as recommended due to experiencing unrelated health issues. In turn, her programmer and charging system were unable to communicate with her ipg due to it being inoperable. Troubleshooting via the use of multiple external devices was unsuccessful. As a result, the patient's ipg was explanted and replaced. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.